Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device batteries were replaced at the user facility and the device was returned to clinical service. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a swollen battery. No specific patient information, device programming, or events details were available. There were no reports of any adverse patient event or delays in critical therapies while the device was in clinical use. No additional information was provided.